Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10 additional information: e1 (event site state: (B)(6) , event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) the screen does not open properly. There was no information patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced hinges and frame of the monitor because they are broken and cannot close the screen.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen does not open properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.